Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise that was oversensed resulting in an inappropriate shock. It was noted that amplitudes have been very small for a while. Technical services recommended in clinic evaluation and possible x-ray. At this time, the system remains in service. No adverse patient effects were reported.